Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2018-00396.

Event description:
It was reported that during a bph surgical procedure end firing was noted. The fiber was exchanged and the same problem was noted. The second fiber was exchanged and the third fiber was used to complete the procedure. No harm to the patient reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits no signs of breaks/fractures. The glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate charred detritus adhesion on surface; the metal cap is loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the fiber. Probable root cause: based on the device analysis, the product complaint "end fire" could not be confirmed; cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.